Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed volume accuracy test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "failed the volume test" was not reproduced. The evaluation sent the device for flow rate testing, the unit passed flow rate testing with no malfuction. The event history log review was completed. An event date was not provided, however review of the last day of use in the history log revealed an infusion programmed at a rate of 40 ml/hr and volume to be infused: 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.